Event description:
Additional information received from the customer reported the elevator was unable to be moved up and down due to an endoscope brush bristle.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the type of procedure was unknown. The patient was under general anesthesia and the procedure was not delayed. A different scope was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material got stuck in forceps elevator and the elevator was temporarily not working. The root cause of the foreign material and clogged nozzle could not be identified. The events can be detected by following the instructions for use which state: "inspection of the endoscope: inspection of the forceps elevator mechanism: 1. Straighten the bending section. 2. Move the elevator control lever slowly all the way in the opposite direction of the 'u' direction. 3. While observing the forceps elevator at the distal end of the insertion section, slowly move the elevator control lever in the 'u' direction until the elevator control lever stops. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. 4. Confirm that the forceps elevator remains stationary when pushed from behind while holding the elevator control lever stationary. 5. Move the elevator control lever slowly all the way in the opposite direction of the 'u' direction. Confirm that the lever can be operated smoothly and that the forceps elevator lowers smoothly." "Inspection of the endoscopic system: inspection of the air-feeding function -confirmation of emitting no air bubbles -confirmation of emitting air bubbles inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the customer complaint was unable to be duplicated. Evaluation did find the glue of the objective lens, light guide lens, and nozzle was worn, and the bending section cover glue was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the elevator of the evis exera iii duodenovideoscope was not working. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the plastic cover of the distal end had dents and scratches and the nozzle was clogged with foreign material. Foreign material was exiting from the air/water nozzle. The identity of the foreign material was unknown. The report is being submitted due to scratches/dents on the distal end and foreign material in the nozzle found during evaluation.